Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother reset the device and it did not resolved the issue. Patient's mother did not report any injury or medical intervention.